Event description:
During a total laparoscopic hysterectomy and bilateral salpingectomy, the harmonic trial equipment failed to fire and cut. The device was replaced by the ethicon representative during the procedure. There was no harm to the patient.